Event description:
Multiple problems with power packs, green light is to appear when fully charged, power packs plugged in as recommended by MFR during not-in-use periods, green light sometimes never appears or has appeared to later disappear. Power packs not holding charges. MFR made design changes, still occurring in new power packs also.